Event description:
Information received indicates a leak was detected during bypass that required the oxygenator and circuit to be changed out. No report of patient complication has been received.

Manufacturer narrative:
Eval method = device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event has not been determined. Analysis: product evaluation confirms the reason for return; the device membrane is damaged. Results of visual exam show no obvious signs of product damage and the unit is bloody. The device was cleaned for mechanical testing. Findings revealed a leak from the device gas port. Results of destructive analysis show blood noted inside the envelope (membrane). Results of vacuum testing confirm the leak is near the end roll at the side seam. Microscope inspection shows a small puncture hole located in the product membrane near the side seam. Reivew of the device history record shows the device met all manufacturing specifications for product released to distribution. Although requested, additional patient information has not been provided by the user. Conclusion: findings from product analysis confirm the reported leak; an exact cause has not been determined for the reported product problem.